Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that that the patient experienced inadequate pain coverage. As such, surgical intervention took place on (B)(6) 2021 wherein the lead diagnostics revealed high impedances on several contact. As such, the lead was explanted and replaced with a new lead addressing the issue. Reportedly, patient has adequate therapy post operatively.